Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The button error alarm could not be verified due to the blank display. The device was also received with a scratched display window, cracked display window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 240 mg/dl. The customer explained that she had gone swimming with the insulin pump prior to the alarm. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.